Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - leak proximal.

Event description:
Additional information received indicated the device stopped cycling.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation, documentation of the returned device and additional event information. A titan touch, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces showed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder or reservoir. Based on previous quality examination of the returned product, quality concluded that the abrasion mark noted on the longer exhaust tube and inlet tube of the pump indicated they had overlapped and abraded against one another while in-vivo. This then most likely caused the stress on the shorter exhaust tube resulting in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.